Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the mildly calcified right common femoral artery using a prostyle after an interventional left heart catheterization procedure using a 6f sheath. Reportedly, while locking down the knot with the white suture end, the suture broke. A tear of the vessel was noticed; reportedly, not related to the prostyle device. Manual compression was begun to close the access site. Pressure was held for approximately one hour. Hemostasis was not achieve when a hematoma was noticed. Contralateral access was used to place a covered stent to achieve hemostasis. There was a reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of hematoma is listed in the electronic perclose prostyle instructions for use as a potential adverse event of use of the device. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.